Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference(emi)/noise. Analyst commented, episode #12 shows evidence of emi oversensing. (B)(4).

Event description:
It was reported that the patient, a roofer, came into contact with some live wet electrical wires and fell off the roof. The clinic received a remote monitor transmission alert. High frequency noise could be observed on the right ventricular (rv) channel leading to high amounts of sensing integrity counter (sic) and non-sustained ventricular tachycardia (nsvt) episodes which triggered a lead integrity alert (lia). There appeared to be sensing of electromagnetic interference (emi) which resulted in one aborted shock, reduced pacing and ventricular oversensing which resulted in periods of no pacing. As the patient is pacing dependent, the event caused the patient to become dizzy. If appropriate, the device is planned to be reverted from rv sensing polarity back to true bipolar. The device remains in use. No further patient complications have been reported as a result of this event.